Event description:
It was reported that the right atrial (ra) lead exhibited high out of range impedance, undersensing and high capture thresholds. Subsequently this ra lead was explanted and successfully replaced. No additional patient adverse effects were reported.